Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient planned for high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support, and difficulty in preparation had been encountered. During preparations for implant, the sidearm on the short sheath would not flush. After multiple failed attempts, the decision was made to utilize the long sheath for implant. There was no report of harm to the patient.

Manufacturer narrative:
The investigation for the reported introducer damage has been completed. The 14x13 introducer was returned for investigation. No physical damage was noted on the introducer. The introducer was not able to flush from the 3-way valve during valve check testing. The catheter was cut near the valve, but the introducer still would not flush. Upon further teardown of the valve, glue was blocking the way from the catheter side of the 3-way valve. The cause of the introducer damage issue was a damaged valve, likely related to a manufacturing issue. Added- d9 device return date, h6 impact code 4629 d4-corrected model number.